Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the cause of the device not working well was unknown. A post op appointment was scheduled for (B)(6) 2019 to resolve the issue, but the patient had not followed up in clinic since surgery. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient's device has not seemed to work well. The handset showed program 1 at 1.5. Caller stated that she was going to increase stimulation. No further device issue alleged / identified. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient's device has not seemed to work well. Caller stated she had a bladder infection the first week after she was implanted. Caller also had a bladder infection this past weekend where she was given an antibiotic. The handset showed program 1 at 1.5. Caller stated that she was going to increase stimulation. The caller was redirected to follow up with their managing hcp in order to discuss symptoms.